Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device provided multiple rounds of anti-tachycardia pacing (atp) therapy and shock therapy across multiple episodes on the same day. Evidence is suggestive that this device therapy was provided due to atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was converted in each episode and therapy was not exhausted. It was noted that the most recent set of lead tests exhibited measurements that were within specification limits. Boston scientific technical services provided guidance to the healthcare provider that further review with the cardiology department is recommended. The device remains in-service. No patient symptoms or additional adverse patient effects were reported.